Event description:
The patient stated that over the past 6 months his infusion device is randomly not delivering insulin and he has had high blood glucose due to this. He stated he has also had this issue with his backup infusion device. He stated he checks the memory of the device and there are no discrepancies. He stated his blood glucose has been as high as 400 mg/dl. He stated he bolused through his infusion device to lower his blood glucose. Symptoms of high blood glucose include sweating, dry mouth, weak feeling, using the bathroom frequently. He stated his blood glucose is normally under 120 mg/dl. The patient's blood glucose measured 281 mg/dl at the time of the report. The patient stated he changes his infusion site every 3-4 days. He was advised to change his site every 3 days. Attempts to contact the patient for follow up were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.